Event description:
It was noticed that the cordis (intro-flex-percutaneous sheath introducer 9fr lot # 20022120590 reorder# 1505bfb), had migrated from original suture site due to the breakage of suture eyelet.